Event description:
Related MFR reference 2030404-2013-00068, 3005188751-2013-00080. During pulmonary vein isolation procedure using a contact therapy cool path duo ablation catheter, a livewire decapolar ep catheter, and an inquiry optima steerable ep catheter, a cardiac tamponade occurred. The livewire catheter was placed in the coronary sinus, the inquiry optima catheter was placed in the left atrium for mapping purposes, and the contact therapy cool path duo catheter was placed in the left atrium for mapping and ablation of the pulmonary veins. Near the conclusion of the procedure, the patient became hypotensive. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and the patient's blood pressure appeared to improve. However, the patient did not recover fully and her condition worsened. No further intervention was administered during the procedure. The patient developed ischemic bowel secondary to hypotension. The patient expired the following day. The physician indicated there were no performance issues with any sjm device and stated that cardiac tamponade is a known complication of all atrial fibrillation ablation procedures.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The user provided two possible lot numbers, 3968345 and 4006260. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.